Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly performed due to the discovered leak from the auxiliary water channel. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a cracked distal end; lost pieces of the rubber cap. There were no reports of patient harm. The device was returned and evaluated; the air/water cylinder, air/water tube and jet-tube had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to cracked plastic distal end cover. The additional evaluation findings are as follows: the air/water cylinder had no color; suction-cylinder had no color; switch box had a scratch; label on suction connector was damaged; adhesive around objective lens had white-clouded area; adhesive around light guide lens had white-clouded area; and adhesive on bending section cover was detached. Due to damage on jet-tube, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.